Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 white reload involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported complaint. Failure analysis found the primary failure of exposed knife to be related to the customer reported complaint. The reload was found to have the knife exposed within the knife track. The sureform 45 white reload was found to have a firing failure based on log review and during in-house observations. The root cause of this failure was not determined. Upon visual inspection, the sureform 45 white reload was also returned partially fired. There was cartridge damage observed in multiple locations along the knife track. There was no missing material; the damages were still intact. The sureform 45 white reload was partially disassembled in-house and the cartridge damage was mainly found where the exposed knife was. The root cause of this failure was typically attributed to mishandling or misuse. The sureform 45 white reload was found to have pusher damage near the location of the exposed component. The root cause of this failure is attributed to a component failure. The sureform 45 white reload was found to have lodged malformed staples stuck in the knife track at the location of the exposed blade. The staples are still within the knife track. The root cause of this failure was typically attributed to mishandling or misuse. No image or video clip for the reported event was submitted to isi for review. The unit is an accessory and does not get captured by system logs. Therefore, an instrument log review of the product related to the complaint cannot be performed. This complaint is considered a reportable event due to the following conclusion: the reload was found with damaged pushers. If not recognized during the procedure, medical intervention, including additional surgical procedures, may be required in the event that the staples are not delivered from the reload. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, malformed staple issue occurred on sureform 45 white reload. The sureform 45 stapler instrument did not fire during the procedure. The instrument and the reload were replaced. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it was unknown if the sureform 45 stapler and reload was inspected prior to use. When the customer was using the sureform 45 stapler and the white reload on the pulmonary vessel, after the message ¿pausing for compression¿ appeared, the message ¿tissue too thick to continue¿ occurred after. The vessel could not be compressed. The customer did not know the reason. It was unknown if there were any malformed staples. The target tissue was a pulmonary vessel. It was unknown if the tissue was calcified, exposed to any radiation or chemotherapy prior to the procedure, or any tissue tension, bunching.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the sureform 45 white reload involved with this complaint and completed the device evaluation. Advance failure analysis confirmed the customer reported complaint. The reload was inspected and found to have been partially fired. Six rows of staples on right side and four rows of staples on left side were undeployed, as the knife got caught in the knife slot and could not progress any further down the cartridge. The partial deployment aligns with the partial fire failing at 85% completion. Visual inspection of the knife blade found deep scratches along the side of the blade, most likely damage from firing over a staple or staple line. The edge of the blade did not show damage, suggesting the knife was pushed off track from the side. Cartridge damage was approximately 17.84 mm in length along the inside of the knife slot, likely from the knife dragging across the cartridge material, before ultimately embedding in the material enough to stop completely. There was no material appearing to be missing and lodged staples were removed prior to advanced failure analysis.